Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital for low flow alarms, dizziness, hypotension and decreased hematocrit (hct). After an esophagogastroduodenoscopy (egd) was performed, the low flows were found to be the result of an actively bleeding arteriovenous malformation (avm) in the gastrointestinal tract (gi) and the avm was cauterized and clipped. The low flow alarms were resolved with volume/blood and decreasing blood pressure medications.

Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported low flow alarms could not be confirmed as no log files were submitted. Although a specific cause for the alarms could not be conclusively determined, the account later communicated that they were due to an active bleeding arteriovenous malformation (avm) in the gastrointestinal (gi) tract. A direct correlation between this event and the device could not be conclusively established. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further events have been reported at this time. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists potential adverse events, including bleeding, that may be associated with the use of heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Under "blood pressure management," this section states that blood pressure is treated at the discretion of the attending physician and any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.